Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. On an unknown date in the same month as onset, the patient was treated for the peritonitis with vancomycin (dose, route, and frequency not reported) and fortab (dose, route, and frequency not reported). On an unknown date within the same month, treatment with vancomycin and fortab was stopped. On an unknown date within the same month, treatment for the peritonitis with (ciprofloxacin) cipro (dose, route, and frequency not reported) and gentamicin (dose, route, and frequency not reported) were begun. On an unknown date in the same month as onset, the patient recovered from the peritonitis event. At the time of this report treatment with cipro and gentamicin was ongoing. At the time of this report, dianeal therapy was also ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. . If additional relevant information is received, a supplemental medwatch will be filed.